Event description:
It was reported through remote transmission that noise was observed on the atrial lead. During in-clinic testing, the noise was reproducible with isometrics. The lead remained implanted and the patient would continue to be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.